Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found a pinch valve was not closing on the valve manifold board [part 8934010701] which, affected air pressure to different pinch valves and flow of liquid through the analyzer tubing. The tubing associated with white blood cell (wbc) results is affected by the performance of this pinch valve. Replacement of the valve manifold board [part 8934010701] resolved the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, instrument service review, and labeling review. No adverse trend was identified for the customer's issue. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information sid (B)(6), female, date of birth (B)(6). Sid (B)(6), female, date of birth (B)(6). An evaluation is in process.

Event description:
The customer observed multiple falsely depressed white blood cell (wbc) counts and neutrophils (neut) results while using the cell-dyn sapphire. The following data was provided. The customer used wbc normal range 5 to 10 k/ul; no neut normal range was provided. Sid (B)(6). Wbc initial 0.008, repeated on another analyzer 7.29. Neut initial 0 (0%), repeated on another analyzer 5.60 (76.8%). Sid (B)(6). Wbc initial 0.013, repeated on another analyzer 9.23. Neut initial 0 (0%), repeated on another analyzer 6.25 (67.7%). No impact to patient management was reported.